Event description:
It was reported that the product was attached to a syringe, but the pump kept filling up with air with an inflatable penile prosthesis (ipp). No further information was provided on the product return form. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: an overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device caused or contributed to the error because of incorrect sample preparation. The reported allegation(s) could not be confirmed. As the complaint component was not returned for analysis, the event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the product was attached to a syringe, but the pump kept filling up with air with an inflatable penile prosthesis (ipp). No further information was provided on the product return form. Should additional relevant details become available, a supplemental report will be submitted.